Event description:
It was reported that during a da vinci-assisted subtotal colectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they received a u-02 message on the vio integrated electrosurgical generator unit (iesu). The tse verified u-02 errors in the logs. Prior to calling in the customer power cycled the iesu, and the message was no longer present, but the error came back while on the call. The tse inquired if the customer had a force triad generator, and they did. The tse assisted the customer through connecting the force triad with 371716-02 energy cable. The customer adjusted energy setting was now able to fire energy with the force triad generator. The customer continued with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the robotics coordinator informed there was no injury to the patient. The patient demographics were provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The unit was placed on an in-house system and was run in normal mode. Error c-01 displayed during operation.